Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a driveline infection and a jelly-like substance that was described as (tapioca-like) silicone beads was found around the driveline exit site. It was reported that the substance was not bodily discharge from the site, it was described as something coming from the driveline.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the unexpected material at the driveline exit site was unable to be conclusively determined through this evaluation, and a direct correlation with the heartmate 3 left ventricular assist system (lvas), serial #(B)(6), could not be conclusively established. Additionally, a specific cause for the driveline infection could not be determined. The returned substance samples appeared similar and were small, clear, sticky, and elastic. It was noted on the returned sample jars that the patient was positive for pleural effusion leak (into the area surrounding the driveline). The samples were forwarded to an external analysis laboratory for characterization and molecular composition identification. The samples were evaluated through optical microscopy and imaging micro-fourier transform infrared spectroscopy. The samples were found to be resin from a silicone-based pressure sensitive adhesive (psa). A specific source of the silicone-based psa could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial #(B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists driveline infection as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section includes information for caring for the driveline exit site as well as information regarding how to prevent and control infection. Section 8 of the IFU, ¿equipment storage and care,¿ contains information regarding how to clean and care for the driveline. This section states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook is currently available. Section 4 of the patient handbook, ¿living with the heartmate 3,¿ also contains information regarding how to clean and care for the driveline. This document also contains several sections with information about how to prevent and control infection as well as information for caring for the driveline exit site. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.